Manufacturer narrative:
Lead model 399930 lot# v074856 implanted: (B)(6) 2010 explanted: unk extension model 37083-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: unk extension model 37083-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: unk programmer model 37743 serial# (B)(4) recharger model 37752 serial# (B)(4).

Event description:
It was reported that the patient had a successful spinal cord stimulation trial but never received pain relief from her implanted ne urostimulator (ins). The patient had revision surgery to try and place the leads higher in the spinal cord but the surgery was unsuccessful in providing pain relief. It was noted that her previous physician noted that was not a good candidate for the therapy. The patient experienced progressively worsening pain over her implantable neurostimulator starting (B)(6) 2011 and had seen a physical therapist. Additional information has been requested, but was not available as of the date of this report.